Event description:
It was reported to a company representative that a patient was in the hospital for an increase in seizures. The last known battery status on (B)(6) 2015 showed the intensified follow-up indicator had been set (ifi=yes). The patient has been referred for battery replacement due to the low battery indicator and the high device settings. No known surgery has occurred to-date. No additional relevant information has been received to-date.